Event description:
It was reported that during a v4 stenosis case, after balloon dilation operator delivered the subject stent but the stent could not be delivered to the location. After several tries, the delivery pole (stent stabilizer) was kinked and fractured during use. The procedure was completed successfully with another device. No further information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was returned in its deployed state (post procedure). There were no anomalies noted. The stabilizer was kinked at 14cm from the proximal end. The delivery catheter was kinked under the strain relief 4cm from the proximal end. There were numerous flattened sections to the delivery catheter. The stabilizer was kinked at 2cm from the distal dual taper tip. The stabilizer was noted to be fractured at 25cm from the proximal end when removed from the delivery catheter. There were additional kinks noted to the stabilizer when removed from the delivery catheter. For functional test, the delivery system was flushed and significant amount of blood exited. The stabilizer was attempted to be removed, and it was found that the stabilizer was fractured. The distal end of the stabilizer was removed with friction noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent stabilizer broken/fractured during use and stent stabilizer kinked/bent were confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that for stent 4.0*20: after the stent was taken out from patient's body, the operator tried to deploy it and the stent was then deployed out, for stent 4.5*20: when the stent was not able to be deployed, the operator tried to rotate the delivery pole, and the delivery pole was then fractured. After the stent was taken out from patient's body, the operator tried to deploy it, and the stent was then deployed out. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The device was returned with the stent deployed (post procedure), the stabilizer was confirmed to be linked to the proximal end, the stabilizer was also noted to be fractured when removed from the delivery catheter. The delivery catheter was noted to have been kinked and flattened in a number of locations. There was difficulty to remove the stabilizer from the delivery catheter. It is probable that the device experienced difficulties due to anatomical and/or procedural factors during the attempt to advance the delivery system, causing the damage reported and noted to the returned device. An assignable cause of procedural factors will be assigned to the reported stent stabilizer kinked/bent and stent stabilizer broken/fractured during use and to the analyzed stent stabilizer kinked/bent, stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer/catheter friction and stent stabilizer broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a v4 stenosis case, after balloon dilation operator delivered the subject stent but the stent could not be delivered to the location. After several tries, the delivery pole (stent stabilizer) was kinked and fractured during use. The procedure was completed successfully with another device. No further information is available.